Event description:
In 2007, the lay/user patient contacted lifescan alleging that her one touch ultra2 meter was reading inaccurately control high. The senior medical affairs mailed a letter since the patient could not be reached by telephone. The patient has gestational diabetes (3rd trimester). She claimed that prior to calling lfs around 2:57 pm she tested high on the reported meter (result unknown). She proceeded to administer 9 additional units of novolog due to the elevated result. She claimed that soon after taking the insulin she developed hypoglycemic symptoms and felt her heart was racing. Following the onset of her symptoms the patient decided to test again and obtained a high result. The patient felt inclined to perform a control test, since she was concerned that her high result did not correlate to her low blood glucose symptoms. Two consecutive control solution results fell above the specified range (140; 152/96-128). No medical attention was sought. It would have been helpful to know exact results obtained on the day of concern, her medication regimen, her testing frequency, her usual blood glucose results, alleged low blood glucose symptom(s), at what blood glucose she normally develops symptoms of high/low blood glucose, if she administered self-treatment, and if she sought medical attention. The customer care advocate (cca) walked the patient through a control solution test and the result fell above the specified range (141/96-128). Replacement products were sent. This complaint is being reported due to the following conclusion: the quality control testing fell outside the specifications. The patient alleged developing hypoglycemia as a result of administering additional insulin based on the high meter results.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.